Event description:
During a retroperitoneal biopsy under CT guidance, we used four biopsy guns. The first three were very difficult to fire. The fourth gun was usable. The radiologist had to strain and he was unable to fire the first three. The pt developed a small hematoma subsequent to the procedure. Diagnosis or reason for use: used in percutaneous CT guided biopsies.